Event description:
A physician reported that a young patient was in for blood draw and vaccinations. According to the physician, patient is an extremely active patient who fights a lot. The physician had completed the blood draw and one vaccination, while the patient was being held down by the two relatives. The third procedure was a vaccination to the right arm. The physician reported that the needle was straight when taken out of the package. The doctor injected the vaccine into the deltoid, at which time the child screamed and kicked causing the needle to bend slightly. The physician stated that she "straightened the needles and gave the shot again". The child kicked and screamed again, and this time, "the needle tip broke off in the deltoid". After an x-ray in her office, the doctor called the emergency department because the child would not hold still. The next day, while the child was under general anesthesia, the needle was removed using fluoroscopy without any further patient complications.